Manufacturer narrative:
(B)(4). This is an initial/final report. G2: foreign, event occurred in chile. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that damaged instruments were identified in a consignment double mobility instrument set. There was no patient involvement. Attempts have been made and no further information has been provided.